Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a revision surgery of hip due to pain and metallic debris per surgeon.